Event description:
Boston scientific received information that this programmer won't power on. The programmer was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the programmer was confirmed. A component of the electric circuitry was shorted and burnt and was then replaced. The programmer then passed all other tests.